Event description:
This was a 26 week pre term infant who after 7 months in icn was again admitted at 11 months for reflux. A jejunum tube was placed under fluro and repositioned twice under fluro. He spiked a temp and it was determined by x-ray with contrast that he had a perforation of the duodenum by the j tube. He was taken to surgery for a resection of the bowelinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.